Event description:
A reporter called on behalf of her husband, who was diagnosed with 5 types of cancers as a result of blue right therapy. According to the reporter her husband went to a dermatologist for a minor problem of skin tags. The dermatologist removed the skin tags using a freezing technique. According to the reporter the dermatologist recommended blue light therapy for her husband claiming that it prevents cancer with no long term side effects. Two years after the treatment, her husband was diagnosed with 5 types of cancers, one of them melanoma, and 4 different types of skin cancers. He has one on his face, one on his nose and 3 of them on his cheeks. The melanoma was surgically removed. She went on to say that a drug called levulan kerastick was applied as part of the therapy.